Event description:
Boston scientific speedband superview super7, used to band varices, did not deploy bands. The malfunctioned speedband superview super7 multiband ligator was kept, and new bander was used without any further incident during case.